Manufacturer narrative:
Age at time of event: over 18. Device eval by MFR: the returned device consisted of a jetstream xc 2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual and microscopic examination showed catheter shaft damage in the form of kinks and buckling. The location of the damage was 65.5cm to 66cm from the tip. The device showed a burst infusion sheath on the catheter shaft located 67.5cm to 68.5cm from the tip. The device was inserted into the console. The device ran as designed; however, the device leaked fluid during functional testing at the burst infusion sheath location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter leaked fluid along the shaft. A 2.1mm jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure, the device kinked, and fluid was noted to begin dripping along the shaft outside of the patient. A new device, same model, was used to complete the procedure. There were no patient complications.